Event description:
It was reported the patient presented to technical services. During troubleshooting, it was determined the implantable cardioverter defibrillator (ICD) was unable to establish a bluetooth connection with the patient's phone. The patient was brought into clinic where the bluetooth was reset and connection was restored. The patient was in stable condition.

Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.